Event description:
The customer reported via phone call that the insulin pump had blank display after battery changed. The customer stated that she had cracked battery cap and the insulin pump alarmed no delivery at least once a month even after set change. Troubleshooting was done for blank display however no troubleshooting was done for no delivery alarm due to past event and it was resolved by a complete set change. The customer's blood glucose was 81 mg/dl. The customer also stated the battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.